Manufacturer narrative:
The device was received deployed. During investigation, the fluid path was manually occluded and fluid was observed to be leaking from the fluid path. Closer inspection of fluid path found a hole on the exposed portion of the soft cannula, which resulted in the observed fluid leaking during fluid path testing. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 377 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). The pod was leaking insulin during wear. As treatment, the patient gave correction boluses and changed out the pod.